Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the idf files are not readable on the programmer. They are not recognised by the programmer. They would have been useful for the nurse to follow-up some data.

Manufacturer narrative:
This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. The data from the .idf files are available in both report.pdf and egm.pdf files. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the idf files are not readable on the programmer. They are not recognised by the programmer. They would have been useful for the nurse to follow-up some data.